Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having low blood glucose. Customer reported that insulin pump's reading was 40 mg/dl and meter read 48 mg/dl. Customer reported that low blood glucose was due to walking more than normal. Customer corrected low blood glucose with food and over ate and blood glucose elevated to 208 mg/dl. Customer declined troubleshooting for low and high blood glucose.